Manufacturer narrative:
G4: 09jun2020; b4: 10jun2020. The replaced touch frame assembly was returned for failure analysis. The touch frame assembly was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/23/2020.

Event description:
It was reported that the touchscreen would not react to touch and it was unable to be calibrated during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.